Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the screw would not insert into the cup.

Manufacturer narrative:
The screw was returned for review and exhibits very slight scratches above the threads. The device conformed to print specifications where measured. The hex feature and thread edges are in good condition. The mating shell with which this screw experienced issues is not returned, and its condition is unknown. The manufacturing records for the screw were reviewed and no deviations or anomalies were identified. The device was intended to be used in treatment. No additional complaints have been received from this lot of bone screws. Compatibility of the screw for use in the continuum shell was confirmed. With the information provided, a definitive root cause cannot be determined.